Event description:
New information notes complaints of fracture causing intermittent capture on the right ventricular lead (rv). The physician elected to explant and replace the rv lead.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise. The programming changes were performed. The patient was in stable condition and will continue to be monitored.